Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 280 mg/dl and the sensor glucose was 140mg/dl at the time of the incident. The customer reported she stated that it calibrated right and in the middle of the night she felt that her blood glucose was right. She tested it and the blood glucose was 280mg/dl and sensor glucose was 140mg/dl and the sensor was not. It would not calibrate 50-100 points off. Sensor glucose and blood glucose difference was not within acceptable range. Current sensor glucose value was 47mg/dl. Current blood glucose value was 125mg/dl. Insulin delivery was suspended due to sensor glucose values, but she was in auto mode. Sensor glucose was 47mg/dl and her blood glucose was 125mg/dl, right now. The customer declined to troubleshoot the pump. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.